Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine prolapse. It was reported that the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring and damaged urethra. It was reported that due to mesh exposure and continued stress urinary incontinence the patient underwent mesh revision surgery in (B)(6) 2008. It was reported that the patient underwent several surgeries on (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, and (B)(6) 2009. The patient underwent mesh revision and replacement of sling on (B)(6) 2008 due to mesh exposure and continued stress urinary incontinence. It was reported that the patient experienced stress urinary incontinence and dyspareunia and underwent mesh revision in (B)(6) 2009. The patient underwent partial explant surgery on (B)(6) 2009 due to mesh erosion. The patient underwent mesh revision in (B)(6) 2009 due to dyspareunia. It was reported that the patient experienced stress urinary incontinence and underwent coloplast supris suprapubic implantation on (B)(6) 2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-08232 and 2210968-2013-27206. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation on (B)(6) 2007. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08232. The same patient is represented in each medwatch.

Manufacturer narrative:
Resubmission with the correct file number (B)(4). It was reported that patient underwent excision of mesh foreign body in vagina, periurethral injection of macroplastique on (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital ((B)(6)) due to incontinence, foreign body in vagina from previous multiple pubovaginal surgeries, intrinsic sphincter deficiency and mesh intrusion. It was reported that patient underwent cystoscopy with periurethral injection of uroplasty material on (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital ((B)(6)) due to intrinsic sphincter dysfunction.